Event description:
As reported by our edwards lifesciences japanese affiliate, approximately 1 year after tavr, late pvl+tvl occurred, and no symptoms are observed. A 20mm sapien 3 ultra resilia was deployed in aortic position with 1ml added the nominal volume. Pvl was almost not observed, and the procedure was ended. A follow-up 1 year later confirmed moderate pvl and moderate tvl from the n-l direction. There are no symptoms, but additional treatment (avr) is being considered. Since the patient is under investigation, the treatment was not determined at this stage. A 75-year-old man with an annulus area of 368mm2 with moderate to severe calcification. Approximately 3 months later, a 20mm sapien 3 ultra resilia was explanted and a savr was performed. When the physician checked the explanted s3ur, it turned out that pannus was the cause of this event. Pannus was found to be attached to all three cusps, but especially to the bottom of the lcc which caused restriction of the lcc's movement and caused tvl. A detailed investigation into the cause of the incident has been sent to tokai university. Additional information was obtained from the cs and approximately 1 year after tavr, hemolytic anemia was observed. Regarding the interventions such as blood transfusion during follow-up are unknown. It was determined that there was a relationship between pvl and hemolytic anemia/hemolysis. Additional information was obtained from the cs was received. When diagnosis of hemolysis, increased ldh was observed. At the time of 1 year follow-up (pvl+tvl were observed), the treatment was unclear, but the symptoms were not significant. But gradually symptoms (heart failure) and hemolytic anemia developed, additional treatment (avr) was performed. The reason for performing avr was hemolytic anemia, but both pvl and tvl were moderate or higher, so the details are unknown, but the heart failure symptoms may have progressed considerably.

Manufacturer narrative:
Exact implant date is unknown. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the pvl is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the pannus is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.